Manufacturer narrative:
(B)(4).

Event description:
A company representative reported that during pre-operation the sterile package of the extension looked strange in one corner. A compromise in the sterile package could not be confirmed but given that the slight deformation of the sterile package in the corner of the extension. The extension was not used. It was noted that issue was resolved at time of the reported. The product was not turned as customer refused.